Event description:
Related manufacturer reference number: 3006705815-2022-00549. It was reported that the patient experienced ineffective stimulation since implant. Programming was attempted, but was unable to restore therapy. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein an additional lead was added. No products were explanted. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.